Event description:
Customer called to report that she was hospitalized due to low blood glucose. The blood glucose reading was 30 mg/dl at the time of admission. Customer stated that she over bolused and it caused the low blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.